Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the device's jaws would not open correctly. It was described that the teflon part was lifting off of the jaw and the jaw was splitting. No piece of the device detached and a new device was used to continue the procedure.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found the metal seal plate had become loose from the amodele which was attached to the jaw. The reported condition was confirmed. There was no physical damage observed on the seal plate and amodele which would indicate a manufacturing error. Excessive tissue sticking can also attribute to this failure. The investigation identified the root cause of the reported event to be component failure. The instructions for use (IFU) states to minimize tissue sticking: keep the jaws of the instrument clean at all times; clean the instrument more often when working in a bloody field; if consistent sticking is encountered, reduce the bar setting; do not re-use or reprocess the device as this can damage the surface of the jaws and lead to improper performance. If information is provided in the future, a supplemental report will be issued.